Event description:
The MFR rec'd info alleging a high temperature alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The increased airstream temperature (high temperature alarm) was caused by a clogged inlet filter. The device's inlet filter was replaced to address the issue.